Event description:
The pump was implanted 59 months ago; replacement was planned for the near future. Last refill in march or april 2005 with some difficulty accessing the fill port. It is unknown if the full 18 ccs was injected into the pump. The alarm date was 8/2005; it is uncertain if any alarms were noted. The patient presented to the emergency room obtunded and "gravely ill" on 06/2005. The patient was intubated and was given oral baclofen, ativan and pressors. The patient experienced seizures, fever, pain, spasms anxiety, fluctuating blood pressures, cardiac arrythmias and required a ventilator. The hcp attending the patient in the emergency room was not the hcp managing the pump. The patient was "worked-up for infection". But the hcp was concerned about possible baclofen withdrawal. The patient was not stable enough to transfer to another medical facility and the spouse requested that patient be "full dnr". No device troubleshooting was performed.